Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. Stimulation was indicated to help with the patient&#62688;chronic pain, specifically her arm, which was crushed in a car accident. It was reported that during the trial the patient experienced severe headache, neck pain, and swelling in her neck, which was determined to be due to the lead moving, on the second or third day of the trial. They never took an x-ray to confirm, but as soon as the trial lead was removed she had immediate relief. She thought she might have been responsible for the lead moving because she bent over to wash her hair. The pain and swelling went away as soon as the trial was removed. The patient did not remember if it was 2015 or 2016 when she did the trial. The patient mentioned she had a pre-existing condition of a pinched nerve at the base of her skull and she was wondering if that was causing these problems to occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.